Manufacturer narrative:
The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, dark stained on keypad overlay and address serial number label, and protruded/loose drive support cap.

Event description:
It was reported that the insulin pump was broken at the reservoir compartment and the customer was unsure how it happened. The blood glucose reading was 158 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.